Event description:
The customer reported that the audible alarm was not functioning. The customer support engineer (cse) verified that the alarm was intermittent. The cse reported that the alarm body was twisted, causing the alarm wiring to pull away from the connector. The cse realigned the alarm and reconnected the alarm harness. No parts were replaced. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.